Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4)

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes did not fill properly. No serious injury or medical intervention.